Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device recorded ventricular high rate episodes. The patient had a magnetic resonance imaging (MRI) procedure and the episodes were not concurrent with the MRI, but the device may have been oversensing. The device remains in use. No patient complications have been reported as a result of this event.